Manufacturer narrative:
(B)(4). Active cord fails to deliver current. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report numbers 3005099803-2010-04783, 3005099803-2010-04784, and 3005099803-2010-04785 address the other devices. It was reported to boston scientific corporation that an active cord was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, two polyps were removed from the patient's colon with no apparent complications. However, the complainant reported that there was no evidence of blanching when cautery was activated. The physician believed that there may have been an issue with the generator. Several hours later, the patient was admitted to an emergency room due to bleeding, and a hemostasis probe and separate generator were used to resolve the bleed. It was reported that neither a transfusion nor hemostasis clips were needed. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report numbers 3005099803-2010-04783, 3005099803-2010-04784, and 3005099803-2010-04785 address the other devices. It was reported to boston scientific corporation that an active cord was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, two polyps were removed from the patient's colon with no apparent complications. However, the complainant reported that there was no evidence of blanching when cautery was activated. The physician believed that there may have been an issue with the generator. Several hours later the patient was admitted to an emergency room due to bleeding, and a hemostasis probe and separate procedure set were used to resolve the bleed. It was reported that neither a transfusion nor hemostasis clips were needed. The original active cord was used in several procedures following this procedure and was reported to be working fine. The patient's condition at the conclusion of the procedure was reported to be fine. An initial MDR was submitted for this active cord because it was unknown at the time of submission which system component(s) contributed to the difficulties cauterizing. Follow-up information has since revealed that this active cord was successfully used in several procedures following the procedure described above, and the account alleged no malfunction of the device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Additional information: the complainant indicated that the suspect device was broken after the procedure; thus it is no longer being returned.